Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 221089 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 221089, test base part number 195-430wl / lot 217318. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 221089 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 using a nasal sample with the kit swab. Per the consumer, they inserted the swab prior to adding the reagent drops. They then removed the swab, added the reagent, and reinserted the swab. Additionally, the consumer stated they moved the test card during the 15 to 30 minute read window. A test was performed on (B)(6) 2023 using an unknown testing method from another brand and generated a positive result. The consumer confirmed there was no impact.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 using a nasal sample with the kit swab. Per the consumer, they inserted the swab prior to adding the reagent drops. They then removed the swab, added the reagent, and reinserted the swab. Additionally, the consumer stated they moved the test card during the 15 to 30 minute read window. A test was performed on (B)(6) 2023 using an unknown testing method from another brand and generated a positive result. The consumer confirmed there was no impact.